Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determine.

Event description:
It was reported that the right ventricular lead's high voltage impedance had increased on multiple occasions since (B)(6) 2018. The pacing impedance had also doubled over the last year. The lead was being monitored and testing was discussed. No patient symptoms were reported.

Manufacturer narrative:
Patient sex - should be male.

Event description:
New information received notes no changes were made to the lead. It was being monitored. The patient was forwarded to an electrophysiologist to see if a lead change was necessary but no changes were made. The patient was being monitored and was stable.